Event description:
Medics responded on a medical call, pt complaining of weakness and pain all over. Reportedly, when an attempt was made to monitor the pt ECG waveform the device displayed the message ll lead off, no pt ECG waveform was displayed in any lead. The device operator checked electrode placement, connection, then replaced the egc electrode without success. The pt was transported with no adverse affects as a result of device operation.